Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was completely come away. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. Omsc confirmed the investigation result with (B)(4). And (B)(4) answered that the device didn't show any visible damage to ptfe pad. As a result of the investigation, there was a possibility that the ptfe pad was peeled during the procedure, but the damage was not detected by the investigation of (B)(4). There was also a possibility that the damaged ptfe pad was received the load and completely come away during returning to omsc. It is highly likely that the ptfe pad was peeled since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And it is highly likely that the short circuit error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic right hemi colectomy. Short circuit error kept alarming. The scrub nurse checked device but there was no problem. After that, short circuit error kept alarming. The user found that the ptfe pad came away. Then, the surgeon decided to move to an open procedure not due to thunderbeat failure. (B)(6) investigated the device, but there is no problem about the ptfe pad. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was completely come away on (B)(6) 2015.